Event description:
It was reported that a procedure rod placement procedure was performed on (B)(6) 2013. During the rod insertion, the rod was caught by the holder and therefore could not be implanted. The physician reports that some rods were able to be assembled through strong loading, but other rods were impossible to assemble as a result of the product problem. The malfunction occured with three separate instruments and resulted in a 30 minutes delay to the procedure. There were no adverse patient consequences as a result.

Manufacturer narrative:
(Two) dovetail hook holders (product code: 2797-52-110, lot no: 1205k and 1105k) and (1) pin hook holder (product code: 2797-52-120, lot no: 0210hg) were returned for evaluation. Visual inspection of all 3 devices found no visual anomalies. The devices were then reviewed with the (B)(6) and the (B)(6). The devices were mated with an expedium screw 1797-12-650 (5.5mm screws and hooks have an identical head feature). A 5.5mm rod was then placed in between the assemblies and an attempt was made to seat the rod. Resistance was noted when trying to advance/seat the rod with the instruments attached to the head of the device. The (B)(6) review also identified that the instruments were not designed/intended to have a rod passed through them as they were attached to the implant. The hook(s) should be placed with the device and then the device should be removed before placing rods. A review of the device history record for the dovetail hook holders found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for both the dovetail and pin holders was conducted on the specific codes from the complaints as there are no device families for these instruments. It was noted that there were no other complaints reported for these devices. Review of complaints found no significant trends. The instruments are not designed to have a rod passed through to the hook head while attached to the hook. As such, the root cause is related to user error. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-11046 and 1526439-2014-11047.